Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set was clogged and causing them high blood glucose. Customer would like to try a new set due to clogging. The customer's blood glucose was 400 mg/dl and treated. Customer declined troubleshooting for the high readings. Customer was advised that another type of infusion set will be sent out. The product was not returned.